Event description:
It was reported that customer¿s continuous glucose monitor showed error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, and was guided through pump reset by technical support.